Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the motion batteries discharge after a few minutes. Eight motion batteries were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, after unplugging the imaging system from the wall after a night of charging, after about 45 seconds of motion, the batteries display the critically low message. The site also received another error message.